Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima bilary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure of the common bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, when attempting to deploy the stent, the guide catheter stretched and broke. The stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima bilary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure of the common bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, when attempting to deploy the stent, the guide catheter stretched and broke. The stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. Reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation. The stent was not returned. The suture was found detached and was also not returned. Visual evaluation of the device revealed the suture hole of the push catheter to be torn. The guide catheter was found stretched and broken near the proximal end and multiple kinks were noted in the distal end, indicating that the suture likely embedded inside the guide catheter during retraction of the guide catheter leading to resistance during attempted deployment. The noted defects are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.